Event description:
At 9 month follow-up, patients worst angina status was reported as I per the (B)(4) of angina. It is reported that the patient expired approximately 15 months post the index procedure due to trauma from a logging accident at work.

Manufacturer narrative:
(B)(4). Eval: results: (mi, st, dissection).

Event description:
It is confirmed that the previously reported patient death was reported in error. Patient is not dead.

Event description:
One endeavor sprint rx drug-eluting stent was deployed to the mid rca. Post-procedure angiography revealed 0% residual stenosis and timi iii flow. Pt began aspirin and clopidogrel dosing on the day of the index procedure. The evening of the index procedure, the pt had chest pain, an EKG showed stemi, pt was returned to the cath lab with acute stent thrombosis. The pt was taking aspirin and clopidogrel at the time of the event. In the opinion of the investigator, the mi and stent thrombosis events were severe in intensity, possibly related to the study device, possibly related to the study procedure and not related to the study drug. Revascularization of the mid rca was carried out. Three endeavor sprint rx drug-eluting stents were deployed to the mid rca. It was reported that all three were deployed for treatment of complication/dissection/bailout. A procedure complication of dissection was reported. The pt discovered with treatment (percutaneous intervention).